Manufacturer narrative:
B5- the reporter indicated that a 12.1mm vticmo12.1 -0.5/+1.5/023 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. Reportedly the patient is aware of the aquaport, experiences a central disting ring that sometimes multiplies, and halos. Reportedly, the cause of the event was due to the device. The lens was explanted. The problem was resolved. H6- health effect-clinical code: added code 2227 (halo). H6- health effect-impact code: changed to 4627 (device explantation). Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (Aware of aquaport, central distinct ring). Lens work order search-no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 -0.5/+1.5/023 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. Reportedly the patient is aware of the aquaport, experiences a central disting ring that sometimes multiplies, and halos.